Event description:
Customer reported that an 840 ventilator oxygen (o2) sensor had malfunctioned. The device was being used on a pt when event occurred. Ventilator did not stop cycling, and there was no pt injury reported. Covidien customer support engineer (sce) could not duplicate the reported malfunction. The device passed extended self test (est), short self test (sst), and electrical safety test.

Manufacturer narrative:
(B)(4).